Event description:
During troubleshooting for a check supply line alarm on a homechoice (hc) device, a care giver (cg) reported that the cassette was moist. The moisture was discovered after therapy while the cg was clearing the alarm. Nothing unusual was noted during troubleshooting for the moisture. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function tests were performed with no issues noted. A simulated therapy was performed successfully. Upon conclusion of the investigation, the reported leak could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.